Event description:
It was reported that the patients generator was explanted. Per the surgeon the infection was caused by the implant surgery. It was later reported that the patient was back in the hospital due to the wound drainage and went in for exploratory surgery. It was observed that the infection had spread to the lead thus the lead was removed. Product return and evaluation is not necessary because the reported event of infection is not related to the functionality or delivery of therapy of the device. No known relevant surgical intervention has occurred to date.

Event description:
The patient presented with infection at the generator site. Device history records were reviewed for the generator. The generator passed all specifications prior to distribution and was hp sterilized. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.